Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product were not returned to ldr medical. No visual examination could be performed. Its important to highlight that both of prothesis were explanted, however no informations were provided about their reference. This report include both explants related to this event. A review of the traceability records and the device history records aren't possible because reference and lot number of implant weren't available. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the cause for the event is related to surgeon error during first surgery. According to the project manager, and regarding the x-rays, the surgeon made a bad choice when he choose to implant two level of mobi-c. It's a poor indication. The patient body wasn't adapted to this type of surgery. As mentioned in the IFU : " patient selection is extremely important. In selecting patients for total disc replacement, the following factors can be of importance to the success of the procedure". The root cause is a user error . Investigation found no evidence on a device issue.

Event description:
Mobi-c p&f us: revision due to migration. There is a removal of a 2 level mobi c in which the inferior implant (4/5) had retro-pulsed into the canal. The surgeon who did the revision, , was not the implanting surgeon and the reporter wasn't involved in the original surgery. The surgeon don't think an event such as a fall that may have caused the implant to retro-pulse. He said it was probably misplaced by the implanting surgeon and that the implant has been in the canal for a while so there isn't a specific date of an incident. Additional information: the inferior implant had migrated into the canal but it's not known when it migrated. During the revision, the surgeon performed a 2 level fusion. No informations were received about the patient state of health no further complication were noted about the revision surgery explants were given to the patient and not returned to manufacturer.

Manufacturer narrative:
Corrected information in a1, b1, b2, b5, d1, d2 (common device name), e1, e2, e3, g3, h3, and h6. Additional information in a5 (ethnicity) and g4. The device was not returned for evaluation. However, photos of x-rays were provided which confirm that there is misalignment present in both implants, however it cannot be determined if the implants were initially placed incorrectly or if they migrated. The lot numbers were not provided, so the manufacturing records were unable to be reviewed. The devices' labeling lists implant migration and implant malpositioning as potential adverse effects of using these devices.

Event description:
It was reported that a revision surgery was performed to address the inferior plate of two artificial discs that were misaligned within the disc spaces post-operatively. It is unclear if the devices were implanted in a sub-optimal alignment, or if they migrated post-operatively. Once the devices were removed, they was replaced with a fusion construct. There were no reported patient impacts associated with the revision.